Event description:
The customer reported the receipt of one leaking bottle of access wash buffer ii solution. The issue was identified in a dealer's warehouse. It is unknown as to whether personnel handling the bottle were wearing personal protective equipment however, there was no report of any personnel seeking medical attention associated with this event. The amount of leakage for this event could not be determined. There was no report of wash buffer leaking onto the surrounding floor. Although the fluid volume of an access wash buffer ii bottle is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event. The facility possessed a hazardous exposure plan and the material safety data sheet was reviewed.

Manufacturer narrative:
Initial reporter establishment name: (B)(6). Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.